Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with an aneurysm on the mid-shaft of the left cylinder. The ipp was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder had wear at a fold in the proximal and middle end. The first cylinder had a hole in the outer tube and broken fabric threads from wear in the proximal end. The first cylinder had a bulge in the proximal end when inflated. The second cylinder had wear at a fold in the proximal and middle end. The second cylinder had broken fabric threads from wear in the middle of the cylinder. The second cylinder had a bulge in the middle when inflated. The momentary squeeze (ms) pump kink resistant tubing (krt) was worn to the filament. The ms pump passed the leakage testing and functional testing.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with an aneurysm on the mid-shaft of the left cylinder. The ipp was removed and replaced. There were no patient complications.